Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (b(6) hospital. Block g2: literature source: gelmis, m., bulut, b., kose, m. G., gonultas, s., ayten, a., arslan, b. Evaluating postoperative complications in standard percutaneous nephrolithotomy for renal stones larger than 2 cm: a retrospective study utilizing the e pass scoring system. Urolithiasis (2025) 53:20, https://doi.org/10.1007/s00240-024-01689-7. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of hemorrhage/bleeding imdrf patient code e130501 captures the reportable event of renal failure. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2302 captures the reportable event of blood transfusion. Imdrf impact code f19 captures the reportable event of surgical intervention. Midrf impact code f0801 captures the reportable event of intensive care.

Event description:
It was reported to boston scientific via an article published in the urolithiasis journal. The study was to evaluate the estimation of physiologic ability and surgical stress (e-pass) scoring system's utility in predicting postoperative complications following standard pcnl. The retrospective analysis involved 218 patients who underwent standard pcnl between june 2020 and august 2024. The patients were positioned in the supine orientation and a ureteral catheter was inserted. Additionally, a sensor guidewire was inserted to ensure secure renal access. Postoperative pain was experienced by 3 patients, which was managed with opioid analgesics. Fever was experienced by 9 patients, requiring antibiotics, and 3 of them being in hospital ward. Transient serum creatinine elevation occurred in 2 cases. 11 patients required blood transfusion, meanwhile 2 patients had urinary leakage. A double-j stent was required for 5 patients, and bleeding that required multiple episodes of nephrostomy clamping occurred in one patient. 3 patients experienced angioembolization and 2 patients needed intensive care due to acute renal failure.